Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the soluset emptied and air was reported in the tubing distal to the soluset. No air was delivered to the patient. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer contact indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).